Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has a medicated baxter bag and found the adapter was not secure causing fluid to drip onto the floor. The patient stated the adapter would not stay on correctly, however no fluid was on or in the cycler. The patient experienced an air detected in cassette alarm during dwell 4 of 5 of treatment. The patient disconnected and cancelled treatment. It was reported that an alternative treatment was available. Upon follow-up, the patient¿s pd nurse reported the patient performs a last fill with baxter icodextran pd solution (not a fresenius product). The nurse stated there were no noted issues with the fresenius apd adapter and it was discarded. Reportedly, the patient did not complete the pd treatment but there were no adverse effects associate with this issue. The nurse stated the patient is anticipated to resume regularly scheduled pd treatments. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.